Event description:
Reporter alleged the blood glucose monitoring device was reading high and went to the doctor. Reporter stated meter read 438 mg/dl and then 437 mg/dl where within 10 minutes the doctor measured 123 mg/dl. It was reported no treatment was received however, the doctor increased current dosage of oral medication. No controls were reportedly used. A request was made for the return of the suspect device and replacement product was sent.